Manufacturer narrative:
Other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information received from the patient via the manufacturer's representative reported that the patient had an injection for their cancer treatment in the vicinity of the implantable neurostimulator (ins). The following morning the ins site was swollen and tender. Since the injection, the patient stated that the stimulation was "inconsistent" and the intensity varied with manual manipulation of the ins. An impedance test was run (at amplitude of 0.70 volts) and showed electrodes #4, 5, and 14 were >10,000 ohms. Also, electrode combination of #0-4, 0-5, and 0-14 were >10,000 ohms. It was noted that there was a possible lead fracture. Reprogramming was attempted as an intervention but the patient stated that they could feel "heat or stimulation" at the ins site. No further diagnostics or troubleshooting was performed and the patient was to be contacted by the implanting physician's office for an appointment. The issue was not resolved at the time of report. Follow up information received from the manufacturer's representative on july 12, 2016 reported that the swelling at the ins site had resolved at the time of meeting with the patient. The physician's office was to contact the patient to be seen by the physician. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.